Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was in a super market when she suddenly felt she was going low. Experienced a seizure, and loss consciousness. An ambulance was called by an employee from the supermarket. And when the paramedics performed a fingerstick the cgm was reading 5.0 mmol/l and the blood glucose reading was 1.0 mmol/l. The patient was treated by the paramedics who put a glucose gel in her mouth. The patient was brought to the hospital, but as the patient recovered after treatment, was discharged from here after 5 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values, during the reported sensor session or the calibrations, during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.